Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No intervention has been performed. The patient is stable.